Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual analysis noted the external insulation on this lead was bunched and pushing against the conductor coils, causing the coils to become deformed. Additionally, dried blood/fluid was perceptible around the helix housing. The bunched insulation and deformed coils suggest this lead was placed through a constricted area, generating enough friction force from contact to cause the noted lead damage. A helix mechanism test was completed and it was found the helix could not be activated from the terminal pin due to the observed damage. It was confirmed the helix could be actuated at the tip of the lead. Laboratory analysis concluded the external insulation damage caused the rs negative conductor coils to become offset, which resulted in the inability to extend/retract the helix as the torque was no longer transferred down the lead from the terminal pin to the tip as intended.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. The rv lead exhibited placement difficulties and its helix was unable to be extended and retracted as expected. The rv lead was removed prior to pocket closure and was never in service. A new lead was implanted during the procedure. No adverse patient effects were reported.